Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investigation outcome: based on the logfile analysis, the sequence of technical events and faults consistently indicates an unstable power supply during device start-up and operation. Multiple voltage-related faults, including voltage out of tolerance and ambient failure detections, occurred alongside sensor, alarm, and emergency-off related defects. The delayed registration of the 3v3, 5v, and 12v rails, together with the complete absence of the 3v3 backup voltage in the error log, further supports the presence of a fundamental power integrity issue. The observed fault pattern is therefore most likely associated with a defective control board. Replacing the control board is expected to restore correct voltage supply and resolve the reported failures. The technician on site was instructed to exchange the control board to solve the problem. However, no feedback has been received. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "while using this t1, the messages ¿blower failure¿ and ¿ventilation interrupted¿ suddenly appeared, and the alarm continued to sound. Because the hospital staff immediately replaced the ventilator, the patient was not harmed."